Manufacturer narrative:
One cardiomems patient electronics device power supply model cm1110 was received for investigation. Visual evaluation revealed frayed and exposed wires on the power supply. Due to the condition of the returned part, power-up was not performed. The reported event was visually confirmed.

Event description:
The patient reported exposed wires of the power supply cable. The power supply was replaced and there were no adverse consequences reported by the patient.